Manufacturer narrative:
Additional info: visually confirmed approximately ~4mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent an anterior and posterior spinal surgical procedure. It was reported that the tip of the driver broke off during insertion of a bone screw. The tip could not be removed from the screw so the screw was removed using a short rod and a set screw and ¿helicoptering¿ the screw out. An additional incision was made to remove the screw. A new screw was inserted.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.